Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing label with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and missing label was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the label was missing on two tubes. The following information was provided by the initial reporter, translated from chinese to english: before use, the customer found (B)(4) ea tubes label missing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ blood collection tubes the label was missing on two tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 2ea tubes label missing.